Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation issue. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 18-may-2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve-separation issue occurred. During the procedure, the dilator would not advance through the sheath as the hemostatic valve was occluding and did not allow the insertion. It appeared that the valve on the sheath was kicked sideways therefore preventing the dilator from entering the sheath. It was reported that the sheath was very difficult to flush prior to even inserting the dilator. This occurred prior to sheath insertion into the patient¿s body. The sheath was replaced with another vizigo, and the issue resolved. The procedure was completed successfully. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record (DHR) evaluation was performed for the finished device 00001544 number, and no internal actions related to the complaint was found during the review. Based on the completed DHR, the h4. Device manufacture date has been updated. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation persistent ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath - medium and a hemostatic valve-separation issue occurred. During the procedure, the dilator would not advance through the sheath as the hemostatic valve was occluding and did not allow the insertion. It appeared that the valve on the sheath was kicked sideways therefore preventing the dilator from entering the sheath. It was reported that the sheath was very difficult to flush prior to even inserting the dilator. This occurred prior to sheath insertion into the patients body. The sheath was replaced with another vizigo, and the issue resolved. The procedure was completed successfully. With the information available, this was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 5/18/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).